Manufacturer narrative:
(B) (4). Evaluation summary: the product was not returned for analysis. Guide wire breakage may happen when the core is subjected to tensile loads beyond its design limits. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pushing, pulling, and/or manipulation. A wire being over pulled would require it to be trapped within the anatomy or another device distal of the breakage in order to create the required forces to damage the wire as described. In this case it is possible that the guide wire became stuck in another device or the anatomy, as it was reported that there was heavy calcification, however, this cannot be confirmed as details regarding the events leading up to the breakage are not known. No info was given regarding the vessel morphology and it is not known what other device(s), if any, were used in this case, which would have aided in the investigation. The instructions for use (IFU) states, "do not push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage." To ensure wire damage does not occur as a result of a product deficiency, 100% of the guide wires are inspected after they are loaded into the dispenser, and a tip pull test is performed on each guide wire tip to ensure proper attachment. There is 100% outer diameter inspection. Additionally, quality control performs on line reliability testing to verify the product quality. It is possible that the guide wire damage and subsequent removal of the guide wire tip from the anatomy with a snare is related to case circumstances as there was no damage reported to the guide wire prior to use or during preparation; however, based on the available case info and without the return of the device, a definite cause of the reported damage cannot be determined, but there does not appear to be any indication of a product quality deficiency. Mfg performs a non-destructive tip pull test on each wire, performs 100% visual inspection of the guide wire and performs outer diameter inspection, all prior to packaging. Quality control performs on-line reliability test and verifies product quality, including visually inspecting a sampling of products after they are secured in the dispenser package.

Event description:
Device issue: tip separation requiring intervention. Time of device issue: during the procedure. Adverse event: required intervention. It was reported that during the procedure to treat the posterior tibial artery, the bmw wire tip separated. The tip that broke off in the pt was retrieved with a snare device. The procedure was completed with a non-abbott device. There was no adverse pt effects. No additional info was provided.